Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audio bolus keypad button was hard to press and the internal plug was misaligned when the keypad cover was removed. All of the keypad buttons were functioning, responsive to button presses and did spring back and click back as expected. There was evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the audio bolus keypad button was really hard to press to get it to respond seven to ten days ago. The patient also stated that he wears the pump in a pocket and does not clean the pump.